Event description:
It was reported that the huber needle penetrated port base.

Manufacturer narrative:
An investigation has been initiated. Additional information regarding the event and pt have been requested. When the investigation is complete, a supplemental report will be submitted.